Event description:
The customer reported that while treating the right leg, the clarivein catheter repeatedly got stuck in the venous valves. Attempts to loosen it with counterclockwise rotation were unsuccessful, and after several pulls, signs of damage appeared on the catheter. Before proceeding with the left leg, they tested the catheter externally and discovered it was unable to deliver the sclerosant properly. At that point, the physician decided to replace it with a new clarivein to complete the surgery.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device was not returned for evaluation. Unable to confirm the reported issues. A review of the electronic DHR for the lot number reported determined no exception documents were recorded that would cause this type of incident to occur. Review of the complaint database found no additional related incidents recorded for this lot.